Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
The customer reported unable to use touchscreen to adjust settings or turn the unit off, and the nav-ring is not working. The customer contacted product support and requested for service repair. The product support advised the touchscreen is the issue. The issue was discovered while trying to set up the machine on the patient. There was no patient connection at the time the issue occurred. The machine was pulled from service and another was used in its place.

Manufacturer narrative:
The biomedical engineer reported that a touchscreen calibration was completed, which passed with no issues. While test ventilating, the screen continued to have some issues with [?]freezing' or some buttons not working. The biomedical engineer inspected the device, removed the screen, and cleaned behind the touchscreen. A minimal residue was found. During this time, the biomedical engineer recalled that a faulty nav ring can sometimes impact the touchscreen functionality; after inspecting the nav ring and finding that it was faulty. The biomedical engineer replaced the faulty nav ring to address the issue.